Event description:
It was reported that the customer rec'd an unwanted bolus of 5 units during the night while he was sleeping. The wife also stated that the customer rec'd another unwanted bolus days before, and the paramedics were called for assistance. The customer blood glucose reading was 451mg/dl. It was stated that the device gave 7 units, which the customer did not want. It was stated that the wife called the ambulance to get help in treating the customer's low blood glucose. Programming was complete, no alarms, and no damage to case or screen. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.